Event description:
It was reported when opening a bag of 3ml bd luer-lok¿ syringes, mixed product was found. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two boxes were received, each containing a different box of bulk non-sterile product: 1 bulk non-sterile box (1600 ea) of 3ml assembled syringes confirmed to be from batch #8065960 (p/n 301073) and 1 bulk non-sterile box (1400 ea) of 5ml assembled syringes confirmed to be from batch #8075957 (p/n 301027). The samples were visually evaluated. 3ml: the bulk non-sterile box has what appears to be crush damage on one side. The bottom of the box major flap was loose where the tape is applied. Inside the box, the outer syringe bag (the product is double bagged) had a large hole in it and was found with multiple (69) 5ml syringes. The inner syringe bag was tied closed without any holes ¿ it was not compromised. The inner bag contained 3ml syringes only. No mixed product was observed. 5ml: the bulk non-sterile box has major damage including about 50% of a box side wall torn away. Both ¿ the outer and inner ¿ bags were found to be torn open with many syringes spilled out into the carrier box it arrived in. No 3ml syringes were found. No mixed product was observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: the reported mixed product defect could not be confirmed based on the samples received. The box of 5ml product was severely damaged and resulted in the product spilling into other areas, including the less damaged 3ml box. This is further supported by the fact that no mixed product was found in either bags of 5ml nor 3ml product. Based on the severity of the damage observed, the defect is likely a result of product handling during distribution/transportation after the product left the manufacturing facility.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when opening a bag of 3ml bd luer-lok¿ syringes, mixed product was found. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported when opening a bag of 3ml bd luer-lok¿ syringes, mixed product was found. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.